Manufacturer narrative:
Additional information. D 1: brand name added. D 4; model number, catalog number, and unique identifier added.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that leaking occurred during feeding using a nasogastric tube with an unknown product ID and lot number. There was no harm to the patient.

Manufacturer narrative:
Additional information a review of the device history record (DHR) could not be conducted because a lot number was not available. No sample was returned for evaluation. A picture was provided by the customer. Based on the digital image it is not possible to confirm the reported condition. The root cause could not be determined from the picture alone. No corrective actions are deemed necessary at this moment. The process is running according to product specifications and meeting quality acceptance criteria. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.